Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot number 57093fn01. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 57093fn01, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house performance testing was completed which indicates the product is performing as expected. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent lot 57093fn01 was identified.

Event description:
The customer reported false nonreactive alinity I hbsag results generated on the alinity I processing module for one patient. The following data was provided: initial hbsag result = 0.00 iu/ml (result was reported to the clinical physician). Hbv dna result = weakly positive. The clinical physician questioned the nonreactive alinity hbsag result. The user rechecked the sample on the alinity platform and generated a result of 0.00 iu/ml. The sample was tested on an architet i2000sr and generated a hbsag result of 0.13 iu/ml (reactive). The customer had another blood sample drawn from the patient and tested for hbsag. The alinity I result was 0.00 iu/ml (nonreactive) and the architect i2000sr result was 0.13 iu/ml (reactive). There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false nonreactive alinity I hbsag results generated on the alinity I processing module for one patient. The following data was provided: initial hbsag result = 0.00 iu/ml (result was reported to the clinical physician) hbv dna result = weakly positive the clinical physician questioned the nonreactive alinity hbsag result. The user rechecked the sample on the alinity platform and generated a result of 0.00 iu/ml. The sample was tested on an architet i2000sr and generated a hbsag result of 0.13 iu/ml (reactive). The customer had another blood sample drawn from the patient and tested for hbsag. The alinity I result was 0.00 iu/ml (nonreactive) and the architect i2000sr result was 0.13 iu/ml (reactive). There was no impact to patient management reported.

Manufacturer narrative:
Updated d4 - catalog # from 08p08-32 to 08p08-77. Updated d4 - lot # from 57093fn00 to 57093fn01. Updated d4 - primary UDI number from (B)(4). Updated h6 - adverse event problem - medical device problem code from a090803 to a090810.

Event description:
The customer reported false nonreactive alinity I hbsag results generated on the alinity I processing module for one patient. The following data was provided: initial hbsag result = 0.00 iu/ml (result was reported to the clinical physician). Hbv dna result = weakly positive. The clinical physician questioned the nonreactive alinity hbsag result. The user rechecked the sample on the alinity platform and generated a result of 0.00 iu/ml. The sample was tested on an architet i2000sr and generated a hbsag result of 0.13 iu/ml (reactive). The customer had another blood sample drawn from the patient and tested for hbsag. The alinity I result was 0.00 iu/ml (nonreactive) and the architect i2000sr result was 0.13 iu/ml (reactive). There was no impact to patient management reported.